Manufacturer narrative:
Returned complaint cp pump visually inspected. No broken blades found. Cannula kink near inlet cage observed. No biomaterial observed. The cause of the low pump flow was cannula kink near inflow cage due to improper technique. D9 added d4 expiration date and unique identifier (UDI) missing. F6/f8-should have been left blank in the initial report. H4 device manufacture date missing.

Event description:
The user facility reported a 74-year-old female undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The us complainant had a cp placed to replace another support but, this 2nd pc pump had low flows/suction. The flows prompted replacement and a new pump and va ECMO (venoarterial extracorporeal membrane oxygenation) were delivered.

Manufacturer narrative:
The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿